Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown m/l taper stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00855. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 6 years post implantation due to unknown reasons. The head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient underwent a right hip revision approximately 6 years post implantation due to instability, dislocations, and elevated metal ions. During the revision there was metal debris noted along the femoral neck, head, and trunnion which is intact with only minor crepitus erosion. There was extensive soft tissue and abductor mechanism loss with metallosis. Polyethylene wear and impingement posterior, hip was found dislocated. Osteolysis of the greater trochanter was found. The head, shell, and acetabular liner were exchanged without complications. The stem remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D10: 00771101600-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 16.25 standard offset-unknown. 437732053-durasulâ¿ hooded insert size 32mm i.d. X 53mm o.d. Former centerpulse-unknown. 636000053-hemispherical porous shell with sealed screwholes 53 mm-unknown. The reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number ((B)(4)).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).